Event description:
During a total knee arthroplasty surgery, an optetrak size 2 cruciate retaining tibial insert was implanted with an optetrak size 1 cruciate retaining femoral component. The component mismatch was discovered after the surgery was completed. The surgeon was informed of the mismatch and has elected not to do a revision surgery at this time.